Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely high total human chorionic gonadotropin (thcg) test result was obtained from an atellica im 1600 instrument. Siemens is investigating. MDR 2432235-2019-00222 was filed for the same event.

Event description:
A discordant, falsely high total human chorionic gonadotropin (thcg) test result was obtained from an atellica im 1600 instrument. The same sample was repeated on the same atellica im 1600 instrument and on an alternate atellica im 1600 instrument giving lower and matching results. The repeat result is considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high thcg test result.

Manufacturer narrative:
The initial MDR 2432235-2019-00219 was filed 21-jun-2019. Additional information (18-jul-2019): siemens evaluated the log files provided by the customer and was unable to identify an instrument issue. The customer is reportedly centrifuging serum samples in a becton-dickinson vacutainer rapid serum tube at 2,000 times gravity for 12 minutes prior to testing. The customer has implemented a new practice of routinely repeating all samples that measure less than or equal to 100 ui/l and had no further incidents of discordant results. The cause of the discordant, falsely high total human chorionic gonadotropin (thcg) is unknown. A potential cause of the discordant, falsely high total human chorionic gonadotropin (thcg) is sample handling. The instrument is performing within specifications. No further evaluation of this device is needed. Section h6: the result code and conclusion code were updated. Supplemental mdrs 2432235-2019-00222_s1 and 2432235-2019-00222_s2 were filed for the same event.